Event description:
It was reported to boston scientific corporation that an excelontransbronchial aspiration needle device was used during a procedure. According to the complainant, the needle came through the sheath. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of the needle coming out through the sheath. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.